Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, exposing wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.